Event description:
The customer reported to olympus, having issues with the visera 4k uhd xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported the spare lamp came on and white balance could not be adjusted. The customer reset the unit the issue was resolved. Tac instructed the customer to check the lamp with a known working one if the issue comes back to see if it is a lamp issue or a system issue. The customer called back, and tac sent the user manual of the clv-s400 and provided the part number maj-18 17 which was the main lamp part number. Additionally, the components of the main lamp module part number for the front heat sink, rear heat sink, the three screws and the washers part numbers were provided to the customer. The issue has been resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the spare lamp turning on was unable to be identified. Olympus will continue to monitor field performance for this device.